Manufacturer narrative:
The explanted devices were not returned to bsn. Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 21101613, model/catalog description: coveredge 32 surgical lead kit 70 cm.

Event description:
A report was received that the patients ipg is turning on and off at a different times. Database analysis revealed no anomalies. The patient underwent an ipg and lead explant procedure.